Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009, the plaintiff was implanted with a monarc sling mesh. The device was implanted with the intention of treating the plaintiff's urinary incontinence. As a result of the use of the mesh that was implanted, the plaintiff pleads that she has had severe issues with urination, she has suffered pelvic and vaginal pain and cramping on an ongoing basis. She has had to undergo various medical procedures including but not limited to various procedures in attempt to repair the mesh. These procedures to date have been unsuccessful and she continues to live in pain. The plaintiff has experienced significant physical, psychological and emotional pain and suffering, undergone hospitalizations, and has sustained permanent and debilitating injuries, including but not limited to pain, inability to be intimate, and depression. No additional patient complications have been reported in relation to this event.